Manufacturer narrative:
1. No sample returned from the customer : 2. Review batch record information, 1) the complaint lot 3136768 was produced in the prn automatic assembly line, the production date is 2023, 06, and the packaging machine was packaged in 2023, 06, and the batch of products totaled 439.6k; 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Performed the leakage test on the retained sample of complaint lot , the test result is pass , see the attachment 1 test report of retained sample ; 4. Root cause : due to no sample returned , the root cause cannot be confirmed 5. The plant continue pay attention to this defect.

Event description:
No additional information provided.

Event description:
It was reported that bd prn adapter leaked the prn adapter articulation is damaged, resulting in leakage. The patient was admitted to the department at 00:36 on 14 march due to 37+4 weeks of menopause and abdominal pain for 3 hours. After examination and consultation with the doctor, a caesarean section was performed under general anaesthesia with hard lumbar anaesthesia at 06:02 on the same day, and the patient was discharged to the ward at 07:15, where she was given the relevant medication as prescribed by the doctor. In the morning of 16th march, when using the indwelling needle for the patient, there was a leakage of fluid at the interface between the heparin cap and the indwelling needle, and after immediately replacing the relevant materials, no leakage occurred. And timely asked the patient how the physical condition? Complained that there was no uncomfortable reaction, did not cause adverse effects. For the heparin cap that can not be used, report to the equipment warehouse, notify the equipment section to deal with.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.